Event description:
Pulmonetic system, inc. Received the following report from a representative. The patient stated the turbine was shutting off but the lights were staying on the vent alarming disc/sense. The patient stated the unit had done this a couple of times. Unit was tried on ac/battery/external power. No patient harm.